Event description:
It was reported that the system 9800 made a "popping" sound and displayed a "precharge error." There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the battery pack was defective and needed to be replaced. Customer sourced third party batteries and installed. Ge rep verified proper installation. The system was tested and found to be working as intended and placed back into service.